Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 355 mg/dl and boluses via the pump were delivered to address the bg. A pump system check was performed and no device issues were identified. As this was the customer's first day of using the pump, tandem technical support advised the customer to discuss the high bg with a healthcare provider.